Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ventricular sensitivity was reprogrammed, which resolved the oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient experienced possible bradycardia; the heart rate was found to be less than the programmed lower rate due to the right ventricular lead oversensing t waves. The lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.